Event description:
On (B)(6) 2014, the patient contacted animas alleging that the pump kept alarming for occlusion when attempting to bolus, and she subsequently experienced elevated blood glucose (bg) of 300mg/dl with stomachache. The patient stated that she changed the infusion set multiple times, but the issue continued. During troubleshooting, the patient was able to manually push on the cartridge with the tubing attached and insulin flowed easily. The patient denied any site issues or bent cannulas. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to recurring occlusion alarms.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: black box shows multiple ¿occlusion¿ alarms due a high force on (B)(4) 2014. Tdd add up and equal the basal program target. The pump reflected 24u after a 24hr on 1u /hr duration test. No occlusion¿ occurred during the investigation. The device performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.